Event description:
It was reported that during a lobectomy procedure, after firing about 3 cm, the device could not be fired. The dr opened the device, and found the staples were malformed and the tissue did not cut. Then another one was used to complete the operation. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.